Event description:
The customer reported to vyaire medical problem with bellavista 1000 regarding abnormal volume waveform and adc. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer was advised that based on logs, alarms 316 (blower failure) and 401 (inspiration valve or device leaky) occurred once on 16.01.2024 followed by nt error 3, initial flow too high; then alarms reset themselves. There were 3 start ups after the alarms show no technical failure active. Vyaire recommended to switch the unit on, without anything connected to the unit, wait 30 minutes for it to warm up. Then connect the circuit, calibrate the circuit, and perform the two-point o2 (oxygen) calibration, and then perform the verification portion of the annual maintenance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet